Event description:
It was reported that patient was having ¿a heck of a time with their new implant. It was indicated that patient was on their 2nd program and the 1st did not work. The patient increased to 3.0v and found they were comfortable during the day. It was noted that sometimes they were feeling like they really had to go the bathroom but when getting there "it was a trickle if anything.¿ it was added that at night patient could not find a setting that worked for them. It was noted that patient was "still totally incontinent at night." The patient had to wear 3 different briefs. It was noted that patient increased it to 3.5v but that did not work. The patient tried to go higher but it became painful up their rectum. It was indicated that patient did not have instructions. The patient reported that the manufacturer representative may have, but it was right after surgery and the patient was still groggy. The patient had their device explained to them while under anesthesia so their programmer training was ineffective. It was indicated that patient was only getting 2 hours of sleep because they were falling asleep on the toilet. It was indicated that patient had follow up appointment scheduled for (B)(6) 2014. It was later reported that the patient outcome was good and the issue was resolved. Information received later indicated that patient still had quite a bit of swelling below the scar and sometimes they had difficulty finding the implant. It was indicated that patient has a follow up appointment on wednesday, (B)(6) 2014. The patient stated that they increasing to a higher setting to get better relief and then decreased and it was more comfortable. It was later reported that sometimes the programming got to a number right on, but the stimulation sensation faded. It was stated that after they get to a number or program that is effective, after a couple of days it didn¿t work anymore and this had been happening since implant every couple days. It was noted the patient had therapy on a number that worked well in the day time but at night they had a heavy flow/symptom return. Reportedly, since implant this had happened after laying down for 30 minutes or more. It was further reported that the patient had been using program 3 with stimulation set at 1.50 and they had been using these same settings for 1.5 months. At these settings the device had been working perfect during the day and the patient could feel the vibration at all times and they didn¿t get up 7 times in a night like they used to. The patient got up maybe 2 times a night and that was a great improvement, but the patient had a return of symptoms and loss of therapeutic effect yesterday. The device stopped working well for the patient during the day, they had to go to the bathroom more than usual, and they woke up 7 times in the night absolutely soaked. The patient wanted to be walked though making changes and they verified that stimulation was set at 1.50v on program 3. The patient didn¿t know what program or setting to change to because all the other programs didn¿t really work for them and this had been going on since implant. The implant worked better if the patient slept sitting up, rather than lying down. This issue had been going on for the last 3 to 4 weeks. If the patient was upright it worked well, but when lying down it didn¿t. When the patient got the right setting on the device, it worked beautifully during the day, but not at night. Another problem was that sometimes when the patient used their programmer it didn¿t beep at all, or if it beeped it was very light. The patient just noticed the issue with the programmer in the last month or so. The patient¿s health care provider (hcp) was stumped with the patient¿s issues. Something the patient had thought of, which their hcp hadn¿t thought of, was the possibility of having the patient go through a cat scan to make sure the lead was in the right place. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0g3gg, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: program mer, patient. (B)(4).